Event description:
The customer reported to olympus, the olympus single use laser fiber was used in conjunction with the olympus powered laser surgical instrument when the device would not turn on. The customer heard a pop and the device started smoking from the exhaust fan and would not turn on. The issue was found during preparation for use for an unknown procedure. There was no report of patient injury or medical intervention associated with this event. Related patient identifiers: (B)(6) (powered laser surgical instrument).

Manufacturer narrative:
The device was not returned to olympus and it is unknown if it will be returned for the evaluation of the reported event. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Based upon evaluation of the concomitant product (pulsed laser system), it was determined likely that the pulsed laser system caused the reported issue due to a shorted power supply. Refer to related report 3011050570-2024-00006. Olympus will continue to monitor field performance for this device.